Event description:
The patient's family member reported that the patient was admitted to the hospital a few days prior with high blood glucose. The family member also reported that the patient had a heart attack.